Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, an undefined alarm occurred. Blood glucose was not impacted. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
Device not returned.